Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had a high blood glucose. They noticed that there was a lot of air bubbles in the tubing. The approximate size of air bubbles was 3-millimeter long. The customer¿s blood glucose during the incident was 14.2 mmol/l. They treated with a manual injection. Troubleshooting was performed. They were advised to tap reservoir to gather small bubbles into a large one then slowly push on the plunger of the reservoir to remove air bubbles. Air bubbles were successfully removed. The reservoir will not be returned for analysis.